Manufacturer narrative:
Device will not be returned for evaluation. No additional information is available. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
On (B)(6) 2011, the patient underwent the surgery with the t2 humeral nail. After the one and a half months surgery, when the surgeon confirmed x-ray, it was found that the most proximal screw was loosening. Therefore, the surgeon performed the revision surgery for removing the loosened screw. And the revision surgery was completed. The surgeon requested the investigation of the event.